Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump buttons was unresponsive. No harm requiring medical intervention was reported. Customer stated that scroll bar was not moving with no input. Customer stated that numbers are not ramping on their own. Troubleshooting was performed for keypad anomaly. Customer stated that block mode is inactive. Customer reported an alarm was not in progress at the time the button was unresponsive. The insulin pump will not be returned for analysis.